Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device returned without its over sheath, just with the blue grip. The device returned without the clip assembly attached, it returned inside a piece of the outer sheath. The device has evidence of premature deployment (yoke is attached to the control wire). Microscopic examination was performed, and it was found that the device returned without the clip assembly attached, it returned inside a piece of the outer sheath. The device has evidence of premature deployment. The clip has the first activation performed. No other problems with the device were noted. The reported event of clip prematurely deployed was confirmed. Investigation found that the device returned without its over sheath, just with the blue grip, also the device returned without the clip assembly attached, it returned inside a piece of the outer sheath and with evidence of premature deployment. The IFU addresses the do not take the sheath of the device. The IFU cited: "once the resolution clip can be observed exiting the tip of the endoscope under direct visualization, remove the stopper located between the over-sheath grip and the handle. To fully expose the resolution clip jaws, hold the over-sheath grip and push the handle distally until handle rests against the over-sheath grip. These problem modes will be classified as failure to follow instructions. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2023. During the procedure, the tip of the clip detached. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2023. During the procedure, the tip of the clip detached. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.